Manufacturer narrative:
Complaint record number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). The getinge fse disassembled the complete pneumatic system and traced how far the intrusion was in the iabp unit. The fse replaced the blood contaminated parts: back tubing (0008-00-0312), fill manifold (0104-00-0023), bracket (0d406-00-0613), purge valve assembly (0104-00-0026), the condensation removal module (0997-00-0986-01), and a new safety disk (0997-00-0985-01). The fse then reassembled and ran the iabp unit thru a complete calibration. The fse had also ran the iabp unit on a test balloon for approximately one hour, and all was good. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance performed by a getinge field service engineer on the cs300 intra-aortic balloon pump, blood was found into the internals of the iabp unit. No patient harm, serious injury or adverse event was reported.